Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
This is a follow up report to document device return. A final report will be filed once the device has been investigated. In process.

Event description:
The tip of the electrode are dissolved. The tip was found and will be returned. The procedure was completed with same like product. This delayed the procedure 2 minutes. Additional information: did the tip fall into the patient? Yes. How long was the electrode activated prior to failure? 10-15 min. Was the device buried in tissue? No.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. Visual inspection shows that the device appears to be in a used condition and shows evidence of activation around the ceramic. The active tip is missing from the distal assembly. The active tip has not been returned for evaluation. The active suction tube has eroded during use and that there is a section of the active suction tube missing which has not been returned for evaluation. It is the belief of the technical authority that the missing section has eroded away and would not have been deposited into the patient joint space. No electrical or functional tests were conducted due to the condition of the electrode. This failure is being investigated under a supplier CAPA. It appears that the suction tube has eroded at the juncture between itself and the active tip. Similar instances of these types of failures have been observed historically and this event is being investigated under the CAPA system. A batch record review has been conducted for this lot of pieces that were manufactured and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dis-similar complaint for the batch number of this device. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The tip of the electrode are dissolved. The tip was found and will be returned! The procedure was completed with same like product. This delayed the procedure 2 minutes. **additional information** the tip fell into the patient. The electrode was activated for 10-15 minutes prior to failure. The device was not buried in tissue

Event description:
The tip of the electrode are dissolved. The tip was found and will be returned ! The procedure was completed with same like product. This delayed the procedure 2 minutes. Additional information: did the tip fall into the patient? Yes. How long was the electrode activated prior to failure? 10-15 min. Was the device buried in tissue? No.